Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-13995n multifire scorpion needle broke inside the patient when passing sutures. The tip of the needle could not be located and still remains in the patient. Another ar-13995n multifire scorpion needle was opened and case was completed without further issues. This was discovered during a rcr on (B)(6) 2022.